Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 02-010-04-0335 femoral component cr, porous size 3.5 (B)(6). 02-012-45-3535 fit tibial tray cemented size 3.5f/3.5t (B)(6). 02-012-48-3509 tibial insert cr, size 3.5, 9mm slope + (B)(6). 200-02-38 three peg patella, 38mm (B)(6).

Event description:
As reported, approximately 8 years and 8 months post initial right total knee arthroplasty (tka), the patient presented with pain and swelling. A revision was performed and everything was removed. The surgeon advised that there was a lot of fluid removed during surgery. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2024-04439.